Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type extension. Product ID 37612 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 15-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a shocking sensation with some movement on the right side of the body and a shocking sensation with physical touch to the left side of the posterior head, occasionally while laying down or sleeping. Impedances were tested and no abnormalities were found. Environmental/external/patient factors that may have led or contributed to the issue were not known or reported to the manufacturer representative (rep). Extensions were explanted and new extensions were implanted. The issue was resolved.